Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, a 15-hour long-term test was performed no errors found. It was noted that both bail covers were cracked. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a no output condition after cardiac surgery. It was suspected that a cardiac tamponade caused the no output condition. The patient was re-opened however there was no indication of a tamponade. The leads were remeasured which revealed no anomalies. The epg was changed which resulted in a normal sinus rhythm. Basic functional testing revealed no issues with the epg's functionality. It was requested to test the epg for normal functionality. The epg was returned for servicing. No further patient complications have been reported as a result of this event.